Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of losing energy, weak and tired due to peritonitis medication in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on (B)(6) 2011, the patient experienced losing energy, weak and tired due to peritonitis medication and was hospitalized that same day. Treatment information was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered. Baxter considered peritonitis medication a suspect drug. The nurse stated that the reason for hospitalization was unrelated to dianeal therapy, but was unable to confirm the events of losing energy, weak and tired due to peritonitis medication.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10h31055 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.